Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead exhibited a sensing issue and was re-programmed. It was also reported that rv lead exhibited increased sensing integrity counter (sic) and presence of noise. No further patient complications have been reported as a result of this event.